Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and since the malfunction did not recur, the customer was advised they could continue using the pump. The caller was instructed to call back if the issue reappeared and acknowledged this information.